Manufacturer narrative:
Tandem¿s t:slim x2 user guide states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 320 units of insulin. The customer's blood glucose was 300 mg/dl. Tandem technical support educated the customer on cartridge labeling.